Event description:
A physician reported a patient who received her first skin test in the forearm on 16 sept 1997. The patient stated that the test site was immediately "mosquito-bite" like, raised, white and hard. The physician reported that the patient developed redness, pinkness or discoloration 6 hrs to 2 days after the test which lasted more than 2 days. Pruritis at the test site began about 48 hours after test, and persisted for less than one week. The patient also developed a rash with hives within 48 hours after the test was administered. The rash developed in the antecubital area, and extended to the inside area of the elbow. The physician prescribed oral benadryl (exact date unknown) for the rash, which he believed was related to the collagen skin test. No other intervention was prescribed or planned.